Event description:
As the physician was attempting to reposition the device, resistance was encountered as the device was withdrawn. The coil prematurely detached reportedly at the detachment zone and protruded into the parent vessel. The physician tried unsuccessfully to remove the coil. The patient suffered no clinical consequence to this event.

Event description:
As the physician was attempting to reposition the device, resistance was encountered as the device was withdrawn. The coil prematurely detached reportedly at the detachment zone and protruded into the parent vessel. The physician tried unsuccessfully to remove the coil. The patient suffered no clinical consequence to this event.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. The device remains implanted so is not available for evaluation. Additional information from the facility stated that the device was not soaked in saline prior to use. The directions for use (dfu) contains the instruction to soak the coil in saline solution before introducing the coil into the microcatheter. Additional the device was used in conjunction with a non-boston scientific microcatheter. The dfu states 'the safety and performance characteristics of the gdc system (gdc coils, bsc power supply delivery systems, and accessories), when used with another manufacturer's devices (whether coils, coil delivery devices, catheters, guide wires, and/or other accessories) has not been established. Due to the potential incompatibility of non-boston scientific components with the gdc system, the use of another manufacturer's devices with the gdc system is not recommended.' Therefore it was concluded that user error contributed to the reported event.